Event description:
The customer complained of questionable ise indirect na for gen.2 results for 3 patient samples on two cobas 6000 c (501) modules while troubleshooting qc. The customer did not know which c (501) module generated the questionable na results. This medwatch will cover the c (501) module serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on the c (501) module serial number (B)(4) the customer found qc was not acceptable during a reagent bottle change. The customer recalibrated and qc was acceptable. At a later time that day, the customer found the same issue. The customer recalibrated, ran qc, and reran patient samples. Of the samples that were rerun, there were discrepant na results for 2 patient samples. For patient 1 the initial na result was 127 mmol/l and the repeat result was 134 mmol/l. For patient 2 the initial na result was 128 mmol/l and the repeat result was 138 mmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed to be correct. There was no allegation of an adverse event. The na electrode lot number and expiration date were asked for but not provided. The field service engineer (fse) replaced the electrodes, tubing, and all ise reagents. The fse cleaned the ise flowpath and electrode block. The ise checks were acceptable. The customer's calibration, qc, and precision were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.